Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced trouble in reading. The lens was exchanged for another lens model 01 month 12 days following the initial procedure. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (b)(64).